Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cervicectomy ('cervix removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cervicectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the cervicectomy outcome was unknown. The reporter considered cervicectomy to be related to essure. The reporter commented: waiting for 6 week check up and anxious. Concerning the injuries reported in this case, the following one/ones were reported via social media: cervicectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of cervicectomy ('cervix removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cervicectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the cervicectomy outcome was unknown. The reporter considered cervicectomy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: cervicectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of cervicectomy ('cervix removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent cervicectomy (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the cervicectomy outcome was unknown. The reporter considered cervicectomy to be related to essure. The reporter commented: waiting for 6 week check up and anxious. Concerning the injuries reported in this case, the following one/ones were reported via social media: cervicectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review, it was confirmed that the (B)(4) are duplicates of each other. The case (B)(4) was marked for deletion. Nullification reason:- duplicate case is identified with f/u information. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.